Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; poor distal seal due to lack of conformability with the distal vessel that resulted in a short landing zone). Conclusions: known inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; poor distal seal due to lack of conformability with the distal vessel that resulted in a short landing zone).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm with a maximum diameter of 50 mm in zone 3. The diameter of the proximal aortic neck was 33 mm. The diameter of the distal aortic neck was 28 mm. The proximal neck was mildly calcified with no thrombus. The device was successfully implanted and the delivery system discarded. It was reported that routine follow-up imaging done approximately 1 year post-implant revealed a distal type I endoleak. The physician originally decided to monitor the patient. The aneurysm diameter increased in size to 73 mm, and approximately 2 years post-implant the physician extended distally with a talent 32x28 and a talent 28x28. Distal seal was obtained and the endoleak was resolved. The physician assessed the event to be related to the device but not related to the procedure. The physician commented that the event was caused by weak adhesion of the device on the distal side. This was due to the relatively low number of stent peaks on the distal end of the device, as well as a lack of conformability with the distal vessel that resulted in a short landing zone. No additional clinical sequelae were reported, and the patient is fine.